Manufacturer narrative:
The following other devices were also listed in this report: #7, 8 mm ps insert; cat# unknown; lot# unknown; size 8 ps femur; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a series 7000 standard tibia was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a left knee due to pain.

Event description:
It was reported that patient was revised on a left knee due to pain.